Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. The shell was returned along with the box and inner cavity. The (B)(4) lid was not returned. There is a hair lying freely at the bottom of the inner cavity. The device history records were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications.

Event description:
It is reported that upon opening the cup, it was discovered that there was a hair in the packaging.